Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cgm alert became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, a pump reset was performed to resolve the issue and insulin delivery was resumed. Customer's blood glucose level was 256 mg/dl.